Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a symptomatic patient presented in clinic during follow up. Clinician reported that the device went into backup vvi due to cybersecurity upgrade. Patient was symptomatic due to the backup with palpitations. The device was restored to its normal settings. Clinician was not sure if the wand slipped off during the download process. It was unknown if the cybersecurity upgrade was performed successfully. However, device download was performed successfully. Patient was stable.